Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time, but use error should be considered. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged the following: the patient was admitted to the hospital on (B)(6) 2015 at 09:46, unconscious and with hypoglycemia. Patient was treated with dextrose and glucose IV, then transferred to ICU for further assessment. The hospital's diabetes educator contacted animas for assistance in downloading the pump. Pump history showed 4 boluses of 12 units each (maximum bolus set into pump) at the following times: 08:06; 08:07; 08:09; and 08:10. Patient's blood tests also showed evidence of sleeping tablet consumption. There is no allegation of a pump malfunction. This complaint is being reported as the patient experienced hypoglycemia following the use error of infusing 48 units of insulin within 5 minutes.